Event description:
It was reported the atrial and right ventricular leads were explanted and replaced due to noise. The left ventricular lead was also capped and replaced to address high thresholds. An x-ray exam performed before the procedure indicated externalized conductors on the right ventricular lead. Lead fracture was also noted on the right ventricular lead. The patient condition following the procedure is stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.5 cm was returned for analysis. Two internal insulation abrasions were noted at 7.9-8.7 cm and 11.8 to 14.8 cm from the distal pin. An internal insulation abrasion under the rv shock coil were noted at 6.8-6.9 cm from the distal tip. Two internal insulation abrasions under the svc shock coil were noted at 18.5-18.8 cm and 18.8-18.9 cm from the distal tip. The etfe coatings were intact at these locations. An external insulation abrasion was noted at 48.7-49.3 cm from the distal pin, consistent with lead friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.